Event description:
The customer reported that the focus was not working during an Oesophago-Gastro-Duodenoscopy procedure involving an Olympus Gastrointestinal Videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.